Event description:
The patient contacted animas on (B)(6) 2012 reporting low blood glucose resulting in passing out and requiring treatment. The patient reported that she was treated with oral carbohydrate and blood glucose levels resolved. The patient reported that she was not sure why the event occurred as there was no increased activity and blood glucose levels were within range earlier that day. The patient reported that her certified diabetes educator informed her that there may have been a release of insulin from scar tissue that could have resulted in low blood glucose. The pump was reviewed with the patient and was determined to be working as programmed and there was no indication of a mechanical issue with the pump or supplies. The patient was advised to work with a health care provider to determine if there is need for any settings adjustments. This report is made based on the allegation that the patient experienced hypoglycemia requiring treatment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no data in the pump history from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.